Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not lock was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had vibration. The assignable root cause was determined to be traced to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the perforator device was vibrating. It was noted in the service order that the device was unable to lock while in use with the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.